Event description:
A journal article was reviewed that contained information regarding pacemakers. Multiple patients and telemetry interference were noted in the article; however, a one to one correlation could not be made with unique lead/serial numbers. The article concluded that "ipods do not cause pacemaker malfunction because of the low power of their magnetic field emissions and continuous parity check protocols used by pacemakers during communication. However, the emissions from ipods can produce interference with establishment and maintenance of a telemetry communication link and transmission of real time data." Further follow-up did not yield any additional relevant information regarding this event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "characteristics of telemetry interference with pacemakers caused by digital media players." Pace pacing clin. Electrophysiol. June 1;33(6):712-720.